Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) additional code img g02005 is applicable for product ID:nim4cpb1 serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  system displayed an error message that read the pi box had faulted. There was no patient involved.

Manufacturer narrative:
B3: event date was updated b5: updated h3: analysis for nim4cpb1 unit presented with sw v1.5.4. Updated sw to v1.6.4 v. H6: fdm code b01, fdr c10 and fdc d1102 is applicable for product ID nim4cpb1. Previously submitted fdc code d16 is no longer applicable. Additional code g02008 is applicable for product ID: nim4cbp1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that system was tested when it was not in use.